Event description:
The metal ring that remains around the stopper once the protective cover is removed, was loose, spun freely, and leaked. If solution can escape the stopper, obviously other contaminants could get into the bottle. The leakage was not noticed until after the tpn was made up and the bottle tipped on its side for refrigeration.